Event description:
In an article titled "kyphoplasty for pts with multiple myeloma is a safe surgical procedure: results from a large pt cohort", the data of 76 pts with a total of 190 kyphoplasty-treated vertebrae were analyzed retrospectively. The article reported the following events: a dorsal cement leakage was observed in 9 levels (5% of all levels), and in one of these cases, the cement leakage led to motor deficits of both legs. It was observed that the neurologic deficits diminished following surgical removal of the cement. One pt experienced a pulmonary embolism that was detected in an anteroposterior radiograph of the thoracic spine; and cement leakages were observed in a total of 35 vertebrae (it is unk how many pts this represents as it was not specifically stated in the article). The authors stated that the pts showed no local or systemic reactions with pmma. No further info was provided.

Manufacturer narrative:
Report source: article titled "kyphoplasty for pts with multiple myeloma is a safe surgical procedure: results from a large pt cohort", by franz-xaver huber, nicholas mcarthur, michael tanner, bernd gritzbach, oliver schoierer, wolfram rothfischer, gerhard krohmer, erich lessl, martin baier, peter jurgen meeder, christain kasperk. Device not returned, f/u with author.